Event description:
Information received indicates, when the brake is engaged, the left foot brake caster continues to ratchet if the stretcher is pushed from the side.

Manufacturer narrative:
The technician replaced the left foot brake caster and adjusted the three other brake casters to repair the stretcher.